Manufacturer narrative:
B5: additional information received 04may2023. Summary of event: it was reported that the basket head/tip of a ncircle tipless stone extractor broke while attempting to extract a <1cm renal stone through the last few centimeters of the access sheath ((B)(4)). The user then changed to a new ncircle tipless stone extractor from a different lot in which the same issue occurred ((B)(4)). The user then changed to a third ncircle tipless stone extractor and was able to complete the procedure. The device was tested prior to use. A laser was used during the procedure. The access sheath size was 10.7 and 12.7. The female patient in her 40s did not have any abnormal anatomy. The user reported that the patient had "large kidney stones" and that the size of the stone may have contributed to the device failure. When the basket tip broke, no parts of the basket separated from the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found multiple non-conformances that were possibly related to the either the basket or basket wires. All devices in the product were inspected and the devices that were shipped passed the in-process inspections. A complaint history database search showed no other related complaints associated with the complaint device lot 15165410. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. The device is provided with instructions for use which cautions,"do not use excessive force to manipulate this device. Damage to the device may occur." Based on the information provided by the user that "the size of the stones being removed may have contributed to the issue." Cook concluded the most likely cause for the issue was a procedural related issue related to the size of the stones being removed. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 04may2023: the stone being removed was <1cm. The access sheath size was 10.7 and 12.7. When the basket tip broke, no parts of the basket separated from the device. A laser was used during the procedure. The patient did not have tortuous, calcified or scarred anatomy.

Event description:
It was reported that the basket head/tip of a ncircle tipless stone extractor broke while attempting to extract a renal stone through the last few centimeters of the access sheath ((B)(4)). The user then changed to a new ncircle tipless stone extractor from a different lot in which the same issue occurred ((B)(4)). The user then changed to a third ncircle tipless stone extractor and was able to complete the procedure. The device was tested prior to use. The patient did not have any abnormal anatomy. The user reported that the size of the stone may have contributed to the device failure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter/ customer occupation = unknown. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.